Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgery center was having an unknown issue with an unspecified coblator product, unknown procedure. The case was completed with a change in surgical technique. It is unknown if there was a delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received from reporter states that the procedure was completed using the same device and there was no injury or medical intervention required. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.